Event description:
It was reported, the deflectable videoscope had an e218 scope display error. The issue occurred during an unspecified therapeutic procedure. The procedure was completed with the continued use of the target equipment (same equipment). There was a five minutes delay to restart the scope and check its operations. However, there were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found a b31 scope communication error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. The reported customer event could not be confirmed. However, based on the results of the investigation, the reported malfunction and the b31-scope communication error found during evaluation was most likely due to damage of the image sensor unit(disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board as a result of use stress, external factors, or handling. The root causes could not be determined. The inspection method for the suggested event1 and 2 is described in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.